Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: examination of the returned instrument confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
During an attune revision, surgeon was trying to pin the conventional size 8 cutting block with a threaded headed pin. While doing so (convergent pin hole) he cold wheld the threaded headed pin to the cutting block we then removed the cutting block with pin still stuck in the block. The surgical tech tried pulling the pin out with vice grips which was why both ends were broken. A back up tray was available to use another size 8 cutting guide. Also in this case, while locking the broach bolt to the femur and broach component, the bolt would not properly lock the broach in place for reference when building the real implant. It also would not allow the femoral extractor to lock into the femur. We then tried the second bolt in the femoral broach pan. This bolt worked perfectly and locked the sleeve in place. This added 5 minutes to the case also. There was no patient consequence, this revision was replacing a spacer.